Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device display was blank. The customer could hear the device power on but there was no image. There was no reported patient involvement.